Event description:
See MDR 1219856-2011-00484 for the iab. It has been reported that the event involved a male patient while in the cath lab when the pump was started. Relevant medical history/diagnosis: cardiogenic shock (cs). When the pump was started a "helium loss alarm" occurred. No blood was visible in the helium line. The iab and helium line were checked for possible kinks; none observed. No anatomical abnormalities on patient, patient had sinus rhythm. Several attempts were made to start the pump without success. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted and the pump was switched. Therapy was finished. No report of patient death, complications or injury. No medical/surgical intervention was needed. There was a delay or interruption in therapy with no cause harm to the patient noted. The patient outcome is okay.

Manufacturer narrative:
(B)(4). The pump was checked by a third party with no relevant findings.